Manufacturer narrative:
(B)(4). The customer returned one spring wire guide and various other components for investigation. Visual examination of the guide wire revealed that the distal weld has separated from the bulleted tip. The coils remain tightly wound. The coil wire was stretched to reveal the point of separation on the core wire and the ball weld. Microscopic examination of the point of separation revealed that the core wire is separated adjacent to the ball weld. The core wire shows evidence of necking at the point of separation. The ball weld shows evidence that the core wire was once welded properly to the ball weld. No other defects or anomalies were observed. The proximal weld is intact. The length and the outer diameter of the guide wire were measured and found to be within specification. A manual tug test was performed on both welds to confirm if the welds are intact. The proximal weld is intact. However, the distal weld has separated. A device history record (DHR) review was performed on the catheter and guide wire with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The reported complaint that the tip of the spring wire guide was damaged during removal was confirmed based upon the sample received. The returned guide wire was received with the coils tightly wound. However, it was confirmed that the distal weld had separated which caused the guide wire to lose rigidity and would allow for the coil wire to unravel if pulled. The core wire was found to be broken adjacent to the distal weld. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during the removal of the guide wire; it was noted that the tip of the wire is damaged. No retained parts of the device. A new set was used successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the removal of the guide wire; it was noted that the tip of the wire is damaged. No retained parts of the device. A new set was used successfully.